Event description:
Customer reported that the pump touchscreen was less responsive. There was no adverse impact to the customer¿s blood glucose level. Customer declined further communication, and no additional actions were reported.